Event description:
It was reported that there were errors in the labeling of a package of bd nexiva¿ closed IV catheter system. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Level a MDR investigation: DHR review: the defect was confirmed on the labels maintained in the DHR. Qn review: no qns were initiated during the production of this batch for this issue. Eura review: this defect was not assessed in a review. Sample analysis: the defect was found on the provided sample. The cause of the defect was a typo during the design of the label.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were errors in the labeling of a package of bd nexiva¿ closed IV catheter system. There was no report of exposure, injury or medical intervention.